Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of the ¿9 hour cycle¿ protocol comprising 3 cassettes which started in retort b at 17:33 on (B)(6) 2025 and completed successfully at 06:30 on (B)(6) 2025, from which sub-optimal tissue processing was reported by the customer. Information received from the assigned leica advanced application specialist (fas) detailed ¿customer suspects an 80/20 bottle may have been made up incorrectly¿¿ manufacturer evaluation of the instrument logs shows that bottle 6 (80/20 ethanol / ipa) and bottle 7 (80/20 ethanol / ipa) were used in the affected tissue processing run. Details of the reagent replacements for bottle 6 (80/20 ethanol / ipa) and bottle 7 (80/20 ethanol / ipa) were not available to the manufacturer. Based on the information available, the root cause for ¿tissue over processed¿ was due to use error. Specifically, when replacing reagents on the instrument, a user performed an incorrect bottle change as identified by the customer. Details of the reagent replacement were not available to the manufacturer. The manufacturer instructions detailed in section 5.4.4 of the leica biosystems histocore peloris 3 user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿

Event description:
On (B)(6) 2025, leica biosystems received the following details: ¿tissue over processed¿. The leica advanced application specialist (fas) documented the affected patient tissue samples were derived from one (1) ¿9 hour cycle¿ protocol executed in retort b comprising 3 samples which started at 17:33 on (B)(6) 2025 and completed at 06:29 on (B)(6) 2025. The type(s) and size(s) of affected patient tissue was documented as ¿breast¿ and ¿3x8 mm core¿, respectively. The affected tissue artefact was described as ¿white hard tissue¿, and the affected patient tissue samples were not re-processed. The fas also documented ¿customer stated that tissue in the 9hr run retort b protocol run started at (B)(6) 2025 17:33:53 has 3 affected blocks. All tissues looked white, cooked, overprocessed. Customer states that these breast cores are routinely run in a 9hr process. Customer suspects an 80/20 bottle may have been made up incorrectly¿. Customer replaced all reagents before fse attended. Fse replaced lls sensor.¿ on (B)(6) 2025, the local assigned leica field service engineer - south australia (fse) provided support to the customer and documented the following: ¿measured alcohol concertation [sic]- can't identify the problem. Asked customer to run a 9hrs protocol¿. On (B)(6) 2025, leica biosystems melbourne received information from the leica product application specialist vic / anz that ¿customer is working with pathologists to get outcome of tissue.¿ on (B)(6) 2025, the customer advised the assigned leica adv. Applications specialist anz pathology regarding patient outcome: customer indicated 1 pt [sic] needs to get re-biopsy. 2 pt [sic] diagnosable. Total 3 pt [sic].¿ the customer declined to provide patient identifiers for the patient where re-biopsy has been recommended.